Manufacturer narrative:
Based on the claim against the product by the customer noting the ergo settings issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse re-calibrated the ergos on the ssc. After proper calibration, the system ergonomics was functioning properly. The isi fse also re-seated cables from the backplane to the ergo switch panel. Service was performed to correct reported problem. No part replacement was required. The system was inspected, tested, and verified as ready for use. The complaint regarding the ergonomics settings issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer-reported issue. The probable root cause was due to the ergonomics calibration issue. It can be resolved by recalibrating the ergonomics on the ssc and power cycling the system, if necessary. This complaint is being reported due to the following conclusion: the customer converted to another ssc after the start of the procedure due to ergo setting issues on the ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the ergo settings were not working on the surgeon side console (ssc). The customer stated that they had already docked the system to the patient. None of the ergo settings would move when the user selected the name or manually moved the settings. They were able to get another ssc to do the procedure. The site was completing the procedure with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.